Event description:
It was reported in 2007, that the physician positioned the coil in the anterior communicating artery aneurysm and attempted detachment; this was the last coil. When the power supply signaled detachment, the physician pulled back the pusher wire to verify under fluoroscopy that the coil remained in place. The coil did not move. The physician removed the pusher wire. When starting to remove the catheter (tip was already out of the aneurysm and at a distance from the coil ball), the physician felt resistance and at the moment, a coil loop came out of the aneurysm into the parent artery. The physician finished the procedure, and did not try to reposition or retrieve the coil loop. It remains in the parent artery, positioned against the wall of the artery. The artery remained patent. The physician confirmed on 05/04/2007, "that there has been no clinical sequelae to the pt" and that the pt was sent home two days later. Follow up requests for info determined that no future intervention will be required if the coil remains in its current position. It was reported that there were no pt complications, and that the pt is fine with no problems as of the same month.

Manufacturer narrative:
Upon removal of microcatheter, resistance was felt and the coil loop came out of the aneurysm into the parent artery.